Manufacturer narrative:
H6 medical device problem code, type of investigation code, and investigation conclusion code were updated.

Event description:
There was an allegation of questionable results from the coaguchek xs meter, and the patient allegedly experienced a stroke. The initial reporter did not know the exact date of the testing or of the stroke, but estimated it occurred three weeks prior to reporting the event. On the day of the incident, at an unknown time, the patient allegedly tested using his meter and obtained 3.5 inr. Later on the same day, allegedly, his head started spinning, and he almost passed out. The patient's son called the paramedics, and when they arrived, the patient allegedly could not stand. The paramedics allegedly gave the patient aspirin and anticoagulants, then took the patient to the hospital. A lab test using an unknown reagent was reportedly performed within two hours of the meter test, and the result was 1.6 inr. The hospital allegedly performed several tests, including a CT scan and x-ray of his head/body. The reporter stated the ER doctor could not pinpoint where the stroke occurred because the clot had broken away/dissolved by the time the CT scan and x-ray were performed. No medications were reportedly given while at the hospital, as the paramedics had already treated him during the 45-minute ride to the hospital. The patient was allegedly observed in the hospital for 6 hours, then was sent home. Reportedly, no inr testing was performed before being discharged. The patient was allegedly told to test once a week for 2 weeks, then return to his every 2-week schedule. He was reportedly told to follow up with his primary doctor or cardiologist, but at the time of reporting the event, he had not made any appointment. The patient's therapeutic range was 2.5-3.5 inr. This event is being reported in an abundance of caution.

Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6). The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer.